Event description:
It was reported that the insulin pump alarmed for no delivery during basal and bolus delivery. The insulin was not denatured or expired and the insertion sites were rotated. The tubing was not bent or kinked. The blood glucose reading was 230 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the rewind, displacement, prime and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump was received with a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.